Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital due to neurological issue. Upon interrogation, it was noted that the pacemaker was in backup mode. Programming changes were made. The patient was in stable condition.